Event description:
Initial reporter indicated that their (B) (4) handheld containing (B) (4) programming software "kept freezing at the check mark." The handheld and software are at manufacture pending completion of product analysis.